Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4)¿ the dentist reported that, 3 months after the dental implant was installed in intraoral region #27, its non-osseointegration was observed. Twenty-eight ncm of primary stability was achieved and the patient presented bone type ii.